Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic amplitudes. During testing, the sensing vector screening failed in all three sensing vectors. An x-ray was done, and technical services advised the system may need to be repositioned. The therapy has now been programmed off while the doctor decides the next steps. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the low energy weekly shock impedance measurement was 145 ohms today. This was found via a latitude follow-up. In may, the shock impedance was 135 ohms. The electrode has been implanted greater than seven years, but the pulse generator was newly implanted about five months ago. The clinic will monitor the system. There were no adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic amplitudes. During testing, the sensing vector screening failed in all three sensing vectors. An x-ray was performed, and technical services advised the system may need to be repositioned. The therapy has now been programmed off while the doctor decides the next steps. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
This supplemental report is being filed to correct the d4 catalog number information. It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic amplitudes. During testing, the sensing vector screening failed in all three sensing vectors. An x-ray was done, and technical services advised the system may need to be repositioned. The therapy has now been programmed off while the doctor decides the next steps. There were no additional adverse patient effects. The system remains implanted.